Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with an ilet device, triggering a pairing failure alert; the customer was instructed to toggle the cgm selection between g6 and g7 and to restart the ilet, with guidance to allow time for re-pairing. Symptoms included no loss of glucose data beyond the pairing disruption and no adverse physiological effects. Outcomes included temporary interruption of cgm data to the ilet and the need for user troubleshooting and education. Investigation included review of device alerts and guided troubleshooting to reinitiate pairing. Investigation of this case revealed a communication pairing failure between the ilet and the dexcom g7, with no evidence of hardware damage or sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or software pairing issue resolvable through device restart and correct cgm selection.